Event description:
It was reported by the pt's healthcare provider that the ams spectra concealable penile prosthesis was removed due to erosion at the right "circumcision line". The pt outcome was reported to be "heal".

Manufacturer narrative:
Add'l serial # (B)(4), add'l cat # 720074-02. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.